Manufacturer narrative:
Evaluation summary: evaluation was completed and the reported condition of the failure code 810:11 was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 810:11. The failure code was reported to have occurred before use. The hosp rep stated that no patient injury or medical intervention has been reported. No additional contact information was available.